Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy and has low output. Initial o2 was recorded at 50% meaning red light/shut down.